Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact. The accidental fall described in the recipient report appears to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The device was successfully activated earlier in 2019. In (B)(6) 2019, after losing the external device, the recipient was playing on the playground and hit his head. In (B)(6) 2019 the audio processor was found and after putting it on the device only worked for one day. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was successfully activated earlier this year. In (B)(6) 2019, after losing the external device, the recipient was playing on the playground and hit his head. In (B)(6) 2019 the audio processor was found and after putting it on the device only worked for one day. The mother then sent the audio processor for repair. The user will get a CT scan done. Follow-up with the hospital will be made to find out the results of the CT scan.

Manufacturer narrative:
Additional information: according to the information received damage to the device due to the reported external impact seems likely. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
The device was successfully activated earlier in 2019. In (B)(6) 2019, after losing the external device, the recipient was playing on the playground and hit his head. In (B)(6) 2019 the audio processor was found and after putting it on the device only worked for one day.